Manufacturer narrative:
Correction: reported issue occurred on an imaging system that was designed as a non-clinical use system as it is used in a cadaver lab. Reported issue inadvertently filed as the system does not come into contact with patients.

Manufacturer narrative:
Correction: review of this event suggests that although the device in this report was used in a non-clinical setting (cadaver lab) the possibility of this device or a similar device causing or contributing to a death or serious injury if the malfunction were to recur is reasonable. Therefore, this event meets the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and could not replicate the reported issue. The system cable status was checked. There was no variation in the framerate. It was reported that the mobile view station (mvs) software restart issued the image acquisition system (ias) to go into standalone mode. The system functions were checked and found to be functional. The system performed as intended. No parts were replaced. No parts were returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure, the imaging system went into stand-alone mode and displayed an error on the mobile view station (mvs). Restarting the system resolved the issue temporarily. There was no patient present when this issue was identified.